Manufacturer narrative:
H.6 investigation summary: a device history review was conducted for lot number: 9050886. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although a sample was not provided by the facility for evaluation. Previous investigations have shown that a large bend suggests a large force was applied to the packaging unit after the device had left the manufacturing facility, most likely during shipping. The shipping company has been notified of the situation and bd standards and expectations have been re-communicated.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found containing foreign matter before use. The following has been provided by the initial reporter: when the patient needed to replace the indwelling needle on (B)(6) 2019, after opening the package and exhausting the air, a foreign body was found at the tip of the needle, so the indwelling needle was replaced to puncture the patient without causing any harm.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found containing foreign matter before use. The following has been provided by the initial reporter: when the patient needed to replace the indwelling needle on (B)(6) 2019, after opening the package and exhausting the air, a foreign body was found at the tip of the needle, so the indwelling needle was replaced to puncture the patient without causing any harm.